Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of the neuropathy in a female pt who used super poligrip cream as a denture adhesive. A physician or other health care professional has not verified this report. (B)(6) pt received dentures approximately 20 years prior to reporting, her denture adhesive products of choice were super poligrip and fixodent. On an unk date, the pt stopped use of super poligrip and fixodent "after she was diagnosed with neuropathy attributed to excess zinc and resulting copper depletion attributable to super poligrip and fixodent". According to the claim, the pt continued to suffer "from profound and permanent neurological and other injuries attributable to her super poligrip and fixodent use" which left her unable to perform her normal, customary and daily activities. This case was assessed as medically serious by gsk, at the time of reporting, the events were unresolved. The manufacturer's report number for this case is 9681138-2009-00190. Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).